Event description:
Pt underwent right total hip arthroplasty 7/23/90 with a non-cemented component. The pt did well initially but had low back pain with sciatica and leg length discrepancy . Pt had undergone a right total hip and was ambulating with a shoe lift on the left. She underwent back surgery a few years ago without significant relief of back pain. The pt underwent right total hip revision after radiographs taken in the physician's office revealed loosening of the femoral component. Intraoperatively, wear of the acetabular liner was found. The right femoral calcar was excised to improve bilateal leg lengths. The femopral component and acetabular liner were replaced with cement inserted into the femoral canal for stabilization.